Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory for high, out of range hv lead impedance for the svc-rvc and svc-can vectors was observed. Programming changes were made. The patient received no adverse consequences from the event.